Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient has been hospitalized for duopa titration. On (B)(6) 2019, patient experienced stoma site discharge and pain. On (B)(6) 2019, patient experienced stoma site infection, and was treated with intravenous antibiotic iesef 2x1 gr. Additional information indicated that the infection versened. On (B)(6) 2019, antibiotic was changed to targocid 1x600 mg / IV and tazocin 3x4.5 g / IV for 10 days . The hospitalization was prolonged. Discharge was planned for (B)(6) 2019.